Event description:
Patient received inappropriate therapies. An increase in impedance and a decrease in sensing were observed. Upon explant, lead damage was observed.

Manufacturer narrative:
The field experience was confirmed. The pacing coil was fractured from the helix shaft. Cyclic bending in a narrow angle could lead to a breakage of the pacing coil over time due to fatigue.